Event description:
The rep reported the stimulator switched off due to security systems at a supermarket warehouse, which is the pt's place of employment. At follow-up, no telemetry communication was possible from the device and the unit was explanted. The ins was returned for analysis; there was no injury to the pt.

Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report; incoming product inspection shows no telemetry upon receipt. A follow-up report will be sent when product eval is complete.